Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error log. The fse did not attempt to duplicate the reported issue since he had already confirmed it. The customer also added that the error only occurred on the left tip rack. The fse went into the "wizard" screen and adjusted the positions at the left tip rack. The fse also verified proper positioning at the right tip rack. The fse ran quality control (qc) with only the left tip rack in place. The tips were picked up without any errors. The fse then ran qc again with only the right tip rack in place and no errors occurred. The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history were performed for a similar complaint performed on (B)(6), 2021 for sn (B)(4) from (B)(6), 2020 to (B)(6), 2021. There were 2 similar complaints identified during that search period including this event. The aia-900 operator's manual under section 12: flags and error messages states the following: error message: [4123] sample-z home overrun. Cause: the home sensor s052, which is not supposed to be activated after the specimen dispensing arm z moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s052 and also check to see the cause of slipping, and so on, that occurs when pm051 moves to the limit side. The most probable cause of the reported event was that the reagent/tip lane assembly required realignment.

Event description:
Customer reported an error 4123 sample z home overrun 4123 when calibrating vitamin d. The customer was instructed by the technical support specialist (tss) to reboot the analyzer. The customer had called back to the technical support line to inform the tss that the error returned. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.